Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report; provide the type of reportable event, provide the type of follow-up, update the event problem. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was put under anesthesia and underwent an atrial fibrillation (afib) cryoballoon ablation procedure. The catheter was inserted into the patient and while the doctor was evaluating the heart with an intracardiac catheter (ice), a poor acoustic imaging was generated by the catheter. The doctor removed the catheter and reinserted a new catheter to complete the procedure using the same ultrasound system. The procedure was delayed by five minutes while a replacement catheter was prepared. Later in the procedure, after the transeptal puncture, the patient developed pericardial effusion. In order to immediately stabilize the patient, the doctor performed pericardiocentesis and aspirated 300ccs of fluid. It is unknown whether this was a result of the reported event; however, the initial report stated that the pericardial effusion was unrelated to the catheter. No additional information was provided.